Event description:
The customer's father called to report a malfunction of the pod's needle mechanism which possibly led to his son experiencing high bg's (greater than 250mg/dl). During the pod activation process, the father heard a "popping sound"; when the pod was later removed, he noticed that "there was no cannula present." The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.